Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a faulty analog pcb assembly. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device delivered a monophasic shock as the wrong energy level. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed.